Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6) 2016 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2019, the patient experienced an abdominal aortic aneurysm rupture. The physician performed an emergency endovascular repair. The patient tolerated the procedure.

Manufacturer narrative:
H6: code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. This event also includes device 14571679/ 00733132609949 and 13736913/ 00733132618439. H10: code g07002 is used for ¿insufficient information ¿ not enough information is available to determine the proper code¿.

Manufacturer narrative:
Code (B)(4). This event also includes device 14571679/ 00733132609949 and 13736913/ 00733132618439.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6) 2016 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2019, the patient experienced an abdominal aortic aneurysm rupture. The physician performed an emergency endovascular repair. The patient tolerated the procedure.